Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the device vibrated and went blank. Device alarmed a battery out limit alarm after the battery was replaced. Customer's blood glucose was 130 mg/dl. Customer was transferred to another company representative during troubleshooting. Customer will not be returning the device for analysis.